Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition (xience pro x) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. Initial reporter: e-mail address exceeded the maximum allowable characters for the e-mail field; therefore, the e-mail address is: (B)(6).

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 2.5x18 mm xience prox stent was implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2020 the patient had chest pain and was re-admitted to the hospital. Angiogram found a subtotal in-stent restenosis in the mid lad. Percutaneous intervention was performed on (B)(6) 2020 to revascularize the mid lad with a drug eluting balloon. Proximal to the index stent, the stenosis was treated with another drug eluting stent. The condition resolved. No additional information was provided.